Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2011. (B)(4) .

Event description:
It was reported that a lead integrity alert (lia) had occurred with the right atrial (ra) lead. Low and variable impedance readings were observed. The ra lead remains in use. No patient complications have been reported as a result of this event.